Event description:
It was reported that customer experienced cgm error that prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed that error did not recur, and successfully started new sensor session, with correction of previously submitted case information.